Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 1627487-2019-06326. It was reported that patient had a fall and then experienced an increase in pain. X-rays were taken and confirmed lead migration. As a result, surgical intervention may occur.

Event description:
Manufacturer reference report: 1627487-2019-06326. It was reported that the lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer reference report: 1627487-2019-06326. Additional information indicates surgery took place wherein one lead was explanted and replaced and the other lead was cut and the distal portion left implanted. Therapy was restored.